Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 07/24/2019. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During use the suture fell apart. There were no adverse consequences for the patient.